Event description:
The technician alleged that the manual pump on the hydraulic manifold is not functioning; there is no head up function. No patient impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.